Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned to edwards for evaluation. The valve was returned in a solution jar and was deformed from being explanted. There was host tissue noted on the outflow frame and inner skirt of inflow. There was calcification observed on the leaflets. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on medical record and returned device. Available information suggests patient factors (hypercholesterolemia) likely contributed to the event as patient medical history has hypercholesterolemia. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Correction to h11 as the following statement was missing from the previous submission. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist, that approximately 3 years, 3 months, and 22 days post tavr with a sapien 3 valve, stenosis was found. The valve was explanted. Per medical records, the tte showed the bioprosthetic aortic valve with thickened thv, no severe stenosis, and no regurgitation. The patient presented with shortness of breath and chest pain. They had recent admission to the hospital for atrial fibrillation and congestive heart failure. 4 months post tte there was cardiac catheterization pullback across the bioprosthetic thv with 41hgmm gradient and severe stenosis. Per engineering evaluation of the returned valve, calcification was observed.

Manufacturer narrative:
The investigation is still ongoing.